Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm noted. The device also was received with cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. No moisture damage noted on the motor or electronic assemblies.

Event description:
It was reported that the insulin pump alarmed button error after the customer had fallen into a pool with the device on. The blood glucose reading was 97 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.